Event description:
Customer reported losing video display on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and power supply. System operates as intended.